Event description:
Reporter indicated that vns pt has experienced an increase in seizures above pre-vns baseline frequency since implant. It was also reported that there had been some medication changes during this time and that it was not known whether the seizure increase was due to the vns therapy or the medication changes. Pt plans to follow-up with their neurologist about temporarily discontining vns stimulation to see if the seizure increase persists in the absence of the vns therapy.